Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device touchscreen is no longer functioning and doesn¿t let you press anything. The device was not in clinical use. No patient or user harm.

Manufacturer narrative:
Updated problem code, evaluation method code, evaluation result code and component code.